Event description:
The customer reported that the device failed to open while applied to tissue during a procedure. There was no pt injury reported. No further info regarding this incident was available from the site.

Manufacturer narrative:
(B)(4). One used device was received at covidien for eval. An excessive amount of dried blood and tissue was found in and around the jaws, and the jaws of the device were stick shut with tissue. The jaws were forced open and cleaned. The device was then latched and unlatched multiple times with no problem. The device was activated on simulated tissue with acceptable results. The device did not lock shut or stick to the simulated tissue. Although covidien confirmed the customer's report of the device being locked on tissue, with the jaws cleaned, the customer's report could not be duplicated. The reported event is due to infrequent or improper cleaning of the jaws.